Event description:
It was reported the patient had a return of symptoms including an increase in baseline pain with leg weakness and/or spasms. An MRI was performed and confirmed a granuloma at the tip of the catheter. The tip of the catheter and granuloma were removed. The pump was stopped, but the drug remains in the pump. The drug in the pump was morphine at a concentration of 50 mg/ml and a dose of 8.651 mg/day. The pump was to be explanted or the entire system replaced. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: catheter.